Manufacturer narrative:
(B)(4). Batch # m5432f. Damaged cartridge. Additional information: picture analysis was performed; a washer was noted detached from the cartridge. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with void staples, with the washer missing and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. In addition another cartridge was received fully fired with the washer cut. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure wherein the scrub nurse removed the clear plastic portion of the cartridge reload, and managed to still seat the cartridge into the stapler, it resulted in a misfire. No further information is known at this time. There is no report of adverse impact to a patient.